Event description:
Incident as reported: robotic assisted hysterectomy - "during a robotic surgery, the physician moved the camera around inside the abdomen and noted tissue up against it, obstructing the view. So, the scrub tech went to move the port and advance it when they heard a noise and noted the port had cracked and a piece or two flew away from the patient. They had been losing gas; having problems maintaining pneumoperitoneum during the whole case and believe that there was a crack in the port entire time, creating the loss of gas."

Manufacturer narrative:
This incident was not reported to applied medical. We have contacted the hospital and have requested the return of the event sample for our investigation. A follow-up report will be sent upon completion of the evaluation.